Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in evaluation findings, during testing of the fluid delivery line (fdl), a leak was found within four ports of the manifold in arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed fdl valves. The device was evaluated upon receipt. During testing of the fdl, a leak was found within four ports of the manifold. All respective o-rings and four u-cups were replaced to allow an airtight seal. The arctic sun was functionally tested for compliance with manufacturer specifications. An electrical safety test was performed. Fdl was inspected, tested and passed. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A device history review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in evaluation findings, during testing of the fluid delivery line (fdl), a leak was found within four ports of the manifold in arctic sun device.